Event description:
This device was explanted due to failure to interrogate. Should additional information be received, this file will be updated.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. Upon receipt, ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. Electrical investigations revealed that an integrated circuit of the electronic module was damaged, causing an elevated current consumption, draining the battery. In conclusion, a damaged integrated circuit on the electronic module was identified as the root cause of the reported event. The manufacturing records document a normal device production. It is therefore assumed that the damage occurred after the device shipment, however the date of occurrence was not determinable.